Event description:
During attempt to change right central lumen catheter (tlc) to swan ganz catheter over a guidewire, tlc fragment remained in pt. Fragment retrieved angiographically and without complications in 1999. No adverse effects to pt.